Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date while performing the ortho case, the tip of the tap broke. The broken part was removed from the patient¿s body and surgery was continued. No adverse effects were reported. Patient outcome was not reported. This report is for one (1) tap for 3.5mm cortex screws 175mm/140mm calibrated. This is report 1 of 2 for (B)(4).